Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation the device continued to run on its own and started smoking. There was no patient involvement at the manufacturer during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the evaluation a run-on condition was found and the device started smoking. Evidence of 3rd party parts and service was found, which may have contributed to the event. Based on the investigation details, the likely cause was a failed motor, drivetrain, and ebox controller, which were replaced along with other components.